Event description:
It was reported that a dexcom g7 sensor failed to maintain connection with the ilet overnight, resulting in loss of glucose readings until the user verified the sensor code in the ilet menu and connectivity was restored; insulin delivery then resumed as normal. Symptoms included hyperglycemia with a reported maximum blood glucose of 370 mg/dl, prolonged elevation over several hours, and fatigue. Outcomes included temporary interruption of automated insulin dosing with blood glucose impact and no medical intervention, no ketone testing, and no use of backup therapy. Investigation included customer support troubleshooting and user education. Investigation of this case revealed sensor-to-pump pairing failure limited to the ilet that resolved after code verification, with no alerts or alarms reported. It was concluded that the event was related to loss of cgm connectivity impacting insulin automation, with recovery after user-guided reconnection steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.